Manufacturer narrative:
Manufacturing site evaluation: two peek implants were received for evaluation. Breakage of these implants may result from a variety of causes, including: disc space improperly prepared. Too high force applied during mounting or implanting. Incorrect implant size chosen. Alignment not parallel to the end plate. Quality records and production documents for this batch were checked and found to comply with OEM specification. There are no other complaints for this batch. No indications of material or product defect found. According to the investigation results, this is assumed to be due to an application error. Note: a field safety corrective action (fsca) was implemented in 2013 concerning this failure. It is not possible to determine if this clinic received the customer letter concerning the fsca.

Event description:
Country of complaint: (B)(6). Implant broke during surgery, delay over 1 hour.